Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 218503484 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken and loop was kinked. In conclusion, the mapping catheter failed the returned product inspection to a loop kink and broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's investigation.